Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The issue continued after changing the infusion set a few times. The blood glucose reading was 214 mg/dl. Insulin did not exit and the insulin pump alarmed again during a fixed prime in a troubleshooting. The insulin pump alarmed for no reservoir when the manual prime was run with the reservoir out of the insulin pump. Insulin exited with a manual push but the insulin pump alarmed for a motor error. The motor error alarm did not recur during troubleshooting, but the insulin pump alarmed for no delivery immediately with the fill cannula. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during prime test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to verify excessive no delivery alarm and low reservoir alarm due to loose protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump passed operating current and displacement tests. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.